Event description:
It was reported that a patient underwent an unknown procedure two to three years ago and an absorbable hemostat was used. During a revision surgery the surgeon detected an abscess near the ureter, at the same side where the absorbable hemostat was used in the previous operation to stop bleeding. The absorbable hemostat was completely absorbed. The surgeon opines that the abscess detected could have been caused by the absorbable hemostat. Additional information was requested.

Manufacturer narrative:
(B)(4) - abscess occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.